Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. Also received with cracked reservoir tube lip, scratched lcd window and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding, even after battery change. Insulin pump will be replaced.